Event description:
It was reported that a perforation occurred during stenting of the proximal left anterior descending artery with a non-abbott stent, which required treatment with a graftmaster stent. Although the perforation was treated successfully, the patient developed pulseless electrical activity, and had a cerebral vascular accident and expired. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the graftmaster otw instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.